Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient suffered and expired from a progressive multisystem organ failure (mof). Mof was not related to the lvad therapy. The device was running as expected. No issues were mentioned. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted .

Manufacturer narrative:
A4 patient weight not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heart mate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events, including multiple types of organ failure and dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.